Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unable to prime during prime test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. All operating currents are within specification. No unexpected battery out limit alarm noted. Unit received with broken reservoir tube lip, cracked reservoir tube, cracked battery tube threads, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 467 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.